Manufacturer narrative:
On 08/15/2016 a medtronic representative, following-up at the site, reported observing the site's workflow issues. They are attaching the suretrak fighters to their depuy instruments without medtronic clamps. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported. Issue resolved, evaluation not needed.

Event description:
A medtronic representative received a report from a site that, while in a spine procedure, the surgeon alleged an inaccuracy occurred. The surgeon was using the black suretrak tracker with a non-medtronic driver and it calibrated and was initially accurate. Through the procedure, other suretraked instruments were used accurately and when they went back to using this driver, it was approximately 5 millimeters inaccurate in the inferior direction. In trouble-shooting, the site re-calibrated the suretrak driver and accuracy was brought back to normal. There was approximately a 2 minute delay in therapy to re-calibrate the suretrak. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome. Resolution confirmed at time of the call.